Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019 a sensor scan result of 304 mg/dl was received at 17:49 and at 19:00 the customer was treated by a non-hcp caregiver with a 2.7 unit bolus and 1.5 unit corrective dose of novorapid insulin. The customer then received the following readings and comparisons: at 19:34 sensor scan of 309 mg/dl, at 19:56 a built-in meter reading of 56 mg/dl, and two following sensor scans of 104 mg/dl and 86 mg/dl at unspecified times. The customer was then administered a meal by the non-hcp caregiver as corrective treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high readings issue with a customer's adc freestyle libre. On (B)(6) 2019 a sensor scan result of 304 mg/dl was received at 17:49 and at 19:00 the customer was treated by a non-hcp caregiver with a 2.7 unit bolus and 1.5 unit corrective dose of novorapid insulin. The customer then received the following readings and comparisons: at 19:34 sensor scan of 309 mg/dl, at 19:56 a built-in meter reading of 56 mg/dl, and two following sensor scans of 104 mg/dl and 86 mg/dl at unspecified times. The customer was then administered a meal by the non-hcp caregiver as corrective treatment. There was no report of death or permanent impairment associated with this event.